Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer indicates that they do not hear the sound when the touch screen is supported following the replacement of the loudspeaker. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A philips technical consultant (tc) went on to the customers site and confirmed the event. The tc replaced the mainboard for the customer. The device was returned to use after this was replaced. H3 other text : the device remained at the customer site.

Event description:
The customer indicates that they do not hear the sound when the touch screen is supported following the replacement of the loudspeaker. The device was not in use on a patient at the time of the event.